Manufacturer narrative:
It is anticipated that the device and guide wire will be returned to csi for analysis; however, they have not yet been received. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, the tip of a csi viperwire guide broke off and was left in the patient. The target lesion was 90% stenotic, 10mm in length and was located in the left anterior descending (lad) artery. The physician advanced the csi viperwire guide wire across the lesion and loaded a csi orbital atherectomy device (oad) onto it. The physician performed multiple runs with the oad, during which it was noted that contact with the guide wire spring tip was made. Post-atherectomy angiography revealed that the tip of the guide wire had broken off. The physician deployed a stent to successfully pin the tip of the guide wire against the arterial wall. The patient status remained stable throughout the procedure. Additional information has been requested, but none has yet been received.